Event description:
It was reported that the spinal cord stimulator leads had high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block d2b: pro code: qrb additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch: 7082012 UDI:(B)(4). Product family: scs-lead fixation upn: m365sc43180 model: sc-4318 batch: 34685241 UDI: (B)(4).